Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina. An angiogram showed a de novo, moderately calcified, 93% stenosed, heavily tortuous right coronary artery (rca). After the 3.0x28mm xience xpedition drug eluting stent (des) was implanted, an edge dissection was noted. Another xience xpedition stent was implanted to cover the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.